Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damaged. It also exhibited high pacing thresholds. Inspection showed lead's insulation was frayed. Additional information obtained from the field representative indicates that lead's conductor was exposed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.